Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer needed assistance with carelink. Caller received assistance. Caller reported that customer had high blood glucose of 580 mg/dl and 600 mg/dl and treated with manual injections and set change. Caller also reported that customer experienced a bent cannula.